Event description:
It was reported, the patient experienced inappropriate therapy due to t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).